Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 26 months post implant of a bifurcated device and a suprarenal aortic extension, the patient was seen routinely for follow up, and a computed tomography (CT) scan appeared to show a possible or soon to be proximal cuff to aortic body separation but there was no endoleak. The physician preferred to bring the patient back in and place two infrarenal aortic extensions. The patient was reported to be doing great.